Event description:
Procedure type: lobectomy. According to the reporter: using the endostapler and green load it was verified that the tissue was cut but the stapling did not occur. Because of it, the pulmonary cutting was opened and there was important bleeding. Because of the problem, the surgery converted to an open procedure.

Manufacturer narrative:
(B)(4).